Event description:
It was reported that while conducting operation checks in an arctic sun device in monitor mode, it was observed that even when the system was manually adjusted and the patient's temperature settings fell outside the threshold, no alarm was triggered, and circulation began. Since alarms were confirmed to sound on other devices, this was determined to be an isolated issue. Per follow up information received via mail on 14apr2025, it was reported that they were investigating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while conducting operation checks in an arctic sun device in monitor mode, it was observed that even when the system was manually adjusted and the patient's temperature settings fell outside the threshold, no alarm was triggered, and circulation began. Since alarms were confirmed to sound on other devices, this was determined to be an isolated issue. Per follow up information received via mail on 14apr2025, it was reported that they were investigating.

Manufacturer narrative:
It was found that 1018233-2025-02699 was not a bd complaint. Therefore, a retraction is being submitted. Correction: g, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.